Event description:
The customer reported that the sys displayed a high voltage generator errors at bootup. This error message will result in an automatic sys shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage connectors were regreased, a filament calibration was performed and the calibration files were reloaded. The system was then found to be operating as intended.